Event description:
An end user reported to sunrise on (B)(6) 2014 that approx 3 years ago her powered wheelchair suddenly drove forward causing her to crash into her house. As a result the end user sustained a broken leg. Add'l info is not available at this time.

Manufacturer narrative:
Sunrise will continue to contact the end-user for add'l info regarding this adverse event. We are also working on having the wheelchair or parts returned for eval. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.